Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "will not infuse" was confirmed. The device was not to successfully load and run a set without discrepancies. A flange test was performed and the device did not meet specifications. A review of the event history log revealed "flange sensor failure" and "monitor plunger stall" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was due to the mechanism, flange and perimeter gasket which would require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump would not infuse during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.